Event description:
Customer complaints blood leak during treatment. Blood flow rate, 215ml/min, tmp, 120 mmhg. The blood loss was about 4.5ml. No pt harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event, and the case is considered closed.